Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after an unknown duration post implant of this 12mm pulmonary valved conduit implanted in an unknown aged patient, it was reported that the patient was hospitalized for fever and possible endocarditis. An echocardiogram (echo) discovered vegetations on the pulmonary conduit in the setting of fever and elevated inflammatory markers. Blood cultures were performed and were consistent with culture negative and kauris negative endocarditis. Antibiotics were prescribed and the patient has since clinically improved. No additional adverse patient effects were reported. .